Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's ins flip flops inside their body and will completely flip over inside, since (B)(6). Patient stated it would point out when they stood up and then when they touched it, it would go back into place. Patient mentioned their stimulation and therapy were fine. No symptoms or further complications were reported.